Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 20014786.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead explant procedure. The patient was doing well postoperatively. The explanted device components were discarded by the medical facility and will not be returned.